Manufacturer narrative:
Medwatch sent to FDA on 12/9/2015.corrected data: the previously submitted report indicated the report was sent on 10/17/2015. The correct date of submission was 11/17/2015.

Event description:
Acquaintance of patient reported via voluntary submission to FDA, mw5045045, patient experienced an infection after implantation with seri surgical scaffold during an unknown mammoplasty procedure. This record is for the right side seri scaffold.

Manufacturer narrative:
No contact information for the patient or the patient's physician was provided. Additional event, product, or patient details are not attainable at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No information was provided on the current status of the device. No analysis or testing has been completed at this time because the device has not been returned. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Acquaintance of patient reported via voluntary submission to FDA, mw5045045, patient experienced an infection after implantation with seri surgical scaffold during an unknown mammoplasty procedure. This record is for the right side seri scaffold.